Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. The leak was discovered during preparation at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection with the naked eye was performed which observed a tear at the lower left side edge of the bag. Functional testing was performed using tap water which identified a leak only at the lower left side edge of the bag. Additional magnified inspection verified a tear/hole in the same area of the bag as stated. The reported condition was verified. The cause of the condition could not be determined; however, the possible causes include compounding error, damage sustained during transport or customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.